Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) middle insulation breached. Partial lead in segments was returned and analyzed.

Event description:
The lead was returned to the manufacturer after being explanted because of infection. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.